Event description:
A pt reported experiencing inaccurate low results with a one touch ii hosp meter. The pt's blood glucose results were 447mg/dl (meter), 800mg/dl (lab). Tests were done within 30 mins with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.